Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the catheter dislodged. The patient had been experiencing withdrawal symptoms "for a week." It was reported a catheter revision took place on the day of this report. The device system was used to administer morphine. It was later reported the catheter revision was performed due to withdrawal symptoms. It was reported the health care provider "did a splice and never opened the pump pocket." It was reported the migration of the catheter had been confirmed with x-ray. It was reported the patient was now receiving great therapy.